Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, the patient underwent a laparoscopic removal of the peg tubing with wedge resection of the stomach. The peg-j tubing will be replaced and duodopa resumed once the stomach has healed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced pain at the peg insertion site and water leakage from the peg site when flushing the tubing. The nurse treating the patient was unable to mobilize the peg tube in or out of the stoma. On (B)(6) 2020, the patient underwent a gastroscopy and was diagnosed with buried bumper syndrome. The physician attempted to remove the peg tube without success. It was decided to attempt to remove the peg tube at a later time.